Event description:
During the procedure, the enterprise vrd (enf452212/ 10106605) was difficult to navigate, and it was stuck inside the vasco 21 microcatheter. After the enterprise was stuck, both devices enterprise and the microcatheter (prowler select plus was not available), were removed as a unit. All labeling guidelines were followed for insertion of the enterprise into the y connector and microcatheter, but additional force was used during insertion. A constant and dedicated heparinized saline source was used at all times. The microcatheter distal tip was re-shaped with the shaping mandrel, steam and without any damages. After the event other than the reported event, no other damages were noticed of the device because the device was stuck inside the microcatheter. The target site was the ophthalmic segment that measure 2.4mm proximally and 2.2mm distally, and the aneurysm was spherical. There was no adverse event reported and the component will be return for analysis.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the enterprise vrd ((B)(4)) was difficult to navigate, and it was stuck inside the vasco 21 microcatheter (prowler select plus was not available. After the enterprise was stuck, both devices enterprise and the microcatheter), were removed as a unit. All labeling guidelines were followed for insertion of the enterprise into the y connector and microcatheter, but additional force was used during insertion. A constant and dedicated heparinized saline source was used at all times. The microcatheter distal tip was re-shaped with the shaping mandrel, steam and without any damages. After the event, other than the reported event, no other damages were noticed of the device because the device was stuck inside the microcatheter. The target site was the ophthalmic segment that measure 2.4mm proximally and 2.2mm distally, and the aneurysm was spherical. There was no adverse event reported and the component will be return for analysis. One non sterile enterprise stent was received deployed inside a plastic bag without any visual damaged. The introducer tube and the delivery wire were not returned for analysis. No anomalies were observed. The enterprise stent was inspected under a microscope and no damages were found. The functional analysis could not be performing due to the product received conditions. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10106605. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The stent did not present any damages. The delivery system was not returned for analysis; therefore, no functional testing could be performed. The without the complete device or microcatheter used during the case, the event could not be confirmed. Neither the DHR review nor the product analysis suggests that the reported event is related to any manufacturing issues; therefore, no actions will be taken at this time.

Manufacturer narrative:
(B)(4) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10106605. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The stent did not present any damages. The delivery system was not returned for analysis; therefore, no functional testing could be performed. Without the complete device or microcatheter used during the case, the event could not be confirmed. Additionally, the labeling instructs the use of compatible microcatheter. Therefore, the use of a non-compatible microcatheter may have contributed to the event. Neither the DHR review nor the product analysis suggests that the reported event is related to any manufacturing issues; therefore, no actions will be taken at this time.